Event description:
It was reported that customer was experiencing high blood glucose and she was not getting any alarm on the insulin pump. Customer's blood glucose was 497 mg/dl. Customer treated with manual injection. Customer reported that the she was on antibiotics for the past 10 days and blood glucose had been high. Customer tried to stop it for two days, but the blood glucose still high. It was found in the troubleshooting that the insulin pump passed. The customer was educated regarding the possible causes of high blood glucose. The customer was advised to call back if issues continue to occur. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.